Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore the lot expiration and device manufacture dates are unknown. Investigation results: the complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. Based upon the information available in the event description, the most probable root cause of the balloon ruptured is operational context. This failure occurs when anatomical/procedural factors encountered during the procedure such as tortuous anatomy and sharp exterior sources, limit the performance of the balloon. (B) (4)

Event description:
It was reported to boston scientific corporation that a cre fixed wire balloon dilatation catheter was used during an esophageal dilatation procedure on (B) (6) 2010. According to the complainant, the balloon ruptured at 4atms of pressure. Additional information confirmed that no fragments of the balloon detached inside the patient. The procedure was completed with another cre fixed wire balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".